Event description:
Luer lock holding laser fiber probe in place inside introducer catheter was not engaged completely by surgeon, allowing it to move when withdrawing as a single unit from pt, causing it to shear off the tip of the catheter, resulting in unintentional foreign body retention in pt. Procedure was successful. Tip worked its way out of pt's leg with no adverse effects, no treatment required. Diagnosis or reason for use: right saphenous vein ablation.